Event description:
It was reported that during the procedure, the device was overheating. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Complaint of overheating could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was below average for this product and overheating did not occur during functional testing. All functions performed as expected. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be no problem found. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.